Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. The patient had not received heparin prior to the transseptal puncture and was given the heparin after the closure device was deployed. Shortly after the closure device was deployed there was a thrombus noted in the left atrium and around the sheath. No treatment or intervention was performed at this time. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. The patient remained stable and did not experience any complications as a result of this event.